Event description:
The customer reported that the unit alerts check plunger sensor. During in-house testing, the unit would program and infuse with no syringe loaded in the plunger retainer ii and no alert occurring. There was no pt injury or treatment associated with this event.